Event description:
The company was made aware that the recipient had swelling at the implant site and developed an infection. The recipient had fluid at the implant site. The site was cleaned and the granulation tissue was removed. The recipient is being treated with antibiotics (type unk). The recipient continues to be monitored.